Event description:
Information was received from a patient implanted with a neurostimulator (ins) for unknown symptoms. It was reported that the patient did not feel well the day of this report and was in need of an adjustment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.